Event description:
It was reported from (B)(6) that the motor device would not turn. It was unknown to the reporter if the device was used in surgery, or if there was patient involvement. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reported injuries or medical intervention. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number on the previous report was incorrect. Updated to reflect the correct serial number to (B)(4). The device manufacture date on the previous report was unknown. Updated to reflect the device manufacture date to jun 1, 2010.

Manufacturer narrative:
The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.